Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/30/2020. A manufacturing record evaluation was performed for the finished device lot ae6709, and no non-conformances were identified. Additional information was requested and the following was obtained: "1. Was the device used in a surgical procedure? (No, yes and which): yes, the device was tried to be used, but when passing it to the surgical field, the surgical nurse noticed that the suture was dry and stuck after trying to separate the suture. ) 2. Date of the surgical procedure. Pending confirmation. 3. Patient demographics (initials beginning with last name, age, sex): the hospital does not provide these data. 4. What steps did the surgeon take to correct / correct the problem presented with the medical device? Requested one more suture that worked well. 5. Was another medical intervention required due to the problem presented with the device? (Eg, radiographs, additional procedures, additional clinical treatment, additional medications, additional review). No. 6. Was there damage to the patient due to the problem presented with the device? (No; yes, and describe in detail, for example, death, permanent impairment of a bodily function, permanent damage to a bodily structure, prolonged hospitalization, bleeding requiring transfusion, physical injury, etc.) No. 7. What is the patient's current condition? (For example: discharged without consequences derived from the problem with the device, in recovery from surgery, continues to be hospitalized due to ... Etc.) Healthy and well patient. 8. Can the product be recovered for analysis? (No and reason; yes and return status) yes, collected by the representative". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information reports that the sutures ¿were tried to be used¿ and the issue with the sutures were found ¿when passing to the surgical field¿. Please clarify: were both vicryl ej10c23 sutures found to be ¿dry and stuck after trying to separate the suture when passing to the surgical field¿? Were these two vicryl ej10c23 sutures used on the patient tissue? Device return status / follow-up. Note: events reported in medwatch reports 2210968-2020-04254 and 2210968-2020-04255.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? What is the procedure date and event day? Could you please confirm what was broke? Suture or needle? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device used in a surgical procedure? (No, yes and which) if yes: date of the surgical procedure. Patient demographics (initials starting with last name, age, gender). What action did the surgeon take to correct / correct the problem presented with the medical device? Was another medical intervention required due to the problem presented with the device? (Eg, x-rays, additional procedures, additional clinical treatment, additional medications, additional review). Was there damage to the patient due to the problem presented with the device? (No; yes and describe in detail for example death, permanent deficiency of a bodily function, permanent damage to a bodily structure, prolonged hospitalization, bleeding requiring transfusion, physical injury, etc.). What is the current condition of the patient? (For example: discharged without consequences derived from the problem with the device, in recovery from surgery, continues hospitalized due to ... Etc.). Initials of the surgeon who operated the medical device (starting with last name) full name and address of the reporting hospital / clinic. Will the product be able to be recovered for analysis? (No and reason; yes and status of return).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. They opened the suture and it broke very easily. They were previously using this suture and this is the first time that it failed. No adverse patient consequences were reported. Additional information was requested.